Event description:
It was reported that during a laparoscopic sigmoid, the procedure was converted to an open hand assisted low anterior resection to obtain better visualization. The device with a blue reload was placed with difficulty positioning and attempted to be close. The device would not close so the reload was exchanged out for a green reload, repositioned and the pin could not close. The surgeon was unable to get low enough to get good margins. A different was then opened. The surgeon struggled positioning for enough margin. The device was closed with difficulty on the tissue, after fifteen seconds or more the device was fired. Upon removal of the device, the surgeon noticed open staples and could not feel the staple line. The surgeon then took the first device and it fired properly. A circular was then fired and leaking was present. Sutures were used to control the leak. The patient received a colostomy, and it is unknown if this was anticipated or whether it will be temporary or permanent.

Manufacturer narrative:
Information anticipated, but unavailable at this time.